Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the patient expired due to their critical medical condition.

Event description:
Following a ventricular tachycardia ablation procedure, the patient expired. The patient was brought into the lab intubated and in critical condition. Transseptal puncture was performed and voltage mapping revealed a large scar on the apical septum of the left ventricle. Tachycardia was induced and mapping was performed which identified the origin of the tachycardia. Radiofrequency ablation was delivered to successfully terminate the tachycardia. Following ablation, programmed electrical stimulation was used to re-induce the tachycardia; however, the patient developed asystole for approximately 7 minutes. Resuscitation efforts were initiated and an echocardiogram revealed no cardiac perforation. The patient was transferred out of the ep lab and later expired. The physician indicated the cause of death was the patient's critical condition and not the procedure. There were no performance issues with any sjm device.